Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder. Concurrent conditions included arthralgia, pain in thigh, ecchymosis, gum bleeding, bleeding menstrual heavy, difficulty in walking, penicillin allergy, swelling arm, deep vein thrombosis, subclavian vein stenosis, vasculitis, vaginal discharge, vaginal irritation, hemorrhoids, swelling face, shortness of breath, spasms and pain epigastric. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015 for bleeding menstrual heavy, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014 for contraception, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain female as well as clindamycin, doxycycline and warfarin sodium (coumadin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2014 initially, but in current pfs (B)(6) 2013 was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Pregnancy test on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: genital bleeding, post procedural complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder, leiomyoma nos, uterine cyst, uterine bleeding, hypertension, antiphospholipid syndrome, bloating and breast tenderness. Concurrent conditions included arthralgia, pain in thigh, ecchymosis, gum bleeding, bleeding menstrual heavy, difficulty in walking, drug allergy (heparin, penicillin , vancomycin), swelling arm, deep vein thrombosis, subclavian vein stenosis, vasculitis, vaginal discharge, vaginal irritation, hemorrhoids, swelling face, shortness of breath, spasms, pain epigastric and ovarian cyst ruptured. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015 for bleeding menstrual heavy, medroxyprogesterone acetate (depo provera) from (B)(6)2013 to (B)(6) 2014 for contraception, nsaids since december 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain female as well as clindamycin, doxycycline and warfarin sodium (coumadin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic bilateral salpingectomy removal of mirena iud, novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6)2014 initially, but in current pfs (B)(6) 2013 was given. Discrepancy noted again iin essure insertion date, it was given (B)(6) 2013 previously, but in current pfs (B)(6) 2013 was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2017: well-circumscribed, markedly echogenic anterior myometrial fundal lesion is redemonstrated, slightly larger and fuller in appearance in the interval with a more bulbous appearance. This is most likely a benign leiomyoma. However, given the slight interval increase in size and change in morphological appearance, follow-up evaluation in 6-12 months is recommended. 2. Iud satisfactorily positioned within the endometrial canal. 3. Bilateral essure devices are noted, sub optimally evaluated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter,medical history, removal procedure were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included clotting disorder, leiomyoma nos, uterine cyst, uterine bleeding, hypertension, antiphospholipid syndrome, bloating and breast tenderness. Concurrent conditions included arthralgia, pain in thigh, ecchymosis, gum bleeding, bleeding menstrual heavy, difficulty in walking, drug allergy (heparin, penicillin , vancomycin), swelling arm, deep vein thrombosis, subclavian vein stenosis, vasculitis, vaginal discharge, vaginal irritation, hemorrhoids, swelling face, shortness of breath, spasms, pain epigastric and ovarian cyst ruptured. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015 for bleeding menstrual heavy, medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014 for contraception, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain female as well as clindamycin, doxycycline and warfarin sodium (coumadin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic bilateral salpingectomy removal of mirena iud, novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given (B)(6) 2014 initially, but in current pfs (B)(6) 2013 was given. Discrepancy noted again iin essure insertion date, it was given (B)(6) 2013 previously, but in current pfs (B)(6) 2013 was given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2017: well-circumscribed, markedly echogenic anterior myometrial fundal lesion is redemonstrated, slightly larger and fuller in appearance in the interval with a more bulbous appearance. This is most likely a benign leiomyoma. However, given the slight interval increase in size and change in morphological appearance, follow-up evaluation in 6-12 months is recommended. 2. Iud satisfactorily positioned within the endometrial canal. 3. Bilateral essure devices are noted, sub optimally evaluated. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.